Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator and the dual pads caused a second and third degree burn at the right flank of the patient.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. External inspection found minor cosmetic issues including a small scratch on the touch screen. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator and the dual pads caused a second and third degree burn at the right flank of the patient. No treatment was necessary.